Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer is off and cannot be turned on anymore. When the customer inserts a new battery, the red light flashes 3 times and turns off. The pump stays off. Customer tried different batteries from different packages but nothing works. Customer stated that the battery level was fine before. Customer's blood glucose was 11.5 mmol/l. Customer was not using a sensor at the moment. Customer has a back-up plan for the night and a pump was ordered to be replaced in the morning.

Manufacturer narrative:
The insulin pump was received with a blank display. Unable to verify replace battery now alarm, red light flashes or perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Device was received with scratched case, pillowing keypad overlay and minor scratched lcd window.